Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence". It was also reported that on or about (B)(6) 2011, the plaintiff "required additional surgery". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery", "has experienced significant mental and physical pain and suffering", "has sustained permanent injury", "was injured in her health, strength, activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and that the plaintiff has had "other injuries".

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.